Manufacturer narrative:
(B)(4). Risk analysis: electrical shock received as a result of electrical discharge upon contact with the sealer (not while in use) would not cause injury that would require medical intervention. A known hazard associated with the use of the seal safe is radio frequency (rf) burns to the operator. The trima operator's manual warns the user to not place fingers within 1 inch of the seal safe's sealing jaws while sealing to avoid possibility of receiving a radio frequency burn (9-5, 9-6). Reference health hazard analysis #142 for identified "low" hazard/ risk index. Field diagnosis/correction: a customer engineer tested the machine and was unable to duplicate the problem. He found the sealsafe operating within specification (see (B)(4)). He also verified the wiring and sealer head on the equipment. No problems were found during evaluation of the unit. The customer engineer also learned that the shock occurred on the hand not operating the wand. Investigation: a code order/format detail report for the applied failure code was generated for the last ten years. Nine other reports of shock or burn were reported in the millions of procedures that have been conducted on trima systems. Conclusion: it is most likely that the shock during use occurred due to operator error.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We have changed our process to better align with current agency policy. Customer reported that an operator was shocked twice by the sealer head while using sealsafe sn (B)(4) on trima sn (B)(4). This report is being filed due to the potential for serious injury.